Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A manager/surgical coordinator reported that following an intraocular lens (iol) implant procedure, a patient reported poor vision. An explant was performed. Per the reporter, she thinks that it could have been an aberrometer issue because an aberrometer was used to confirm the lens. Additional information was provided by the initial reporter that the replacement lens is a different model, but the same diopter. There was no patient harm.